Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. One day after the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection of vancomycin 2 grams (route, frequency and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. Patient outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient's fluid was clear and the antibiotic dose was completed. Four days after hospital admission, the patient was discharged. The patient was recovered from the peritonitis event and was reported to be doing well. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.